Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
Continuation of medical devices: dtba1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high and undefined superior vena cava (svc) and rv defibrillation impedance. Variation in the svc coil, rv coil, and pacing impedance was noted. Non-physiologic noise was seen on the current electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow up that the right ventricular (rv) lead had fractured. The lead currently remains in use; however, it is scheduled to be replaced. No patient complications have been reported as a result of this event.